Manufacturer narrative:
On 08/15/2019, mentor received additional information about the event. - the patient underwent bilateral explantation and the removed devices were replaced with mentor memorygel breast implant 450cc gel breast prostheses. - the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 08/22/2019, mentor received additional information about the event: - it was initially reported that the capsular contracture in the patient¿s left breast was baker grade iii. New information states that the capsular contracture is baker grade IV. - the patient developed capsular contracture (baker grade iii) in her right breast. A separate medwatch report will be submitted for the patient¿s right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/05/2019, mentor received additional information about the event: the explantation date is (B)(6) 2019. The left breast capsular contracture is baker grade iii. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/08/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample, it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old white hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.